Event description:
It was reported that the patient presented in the operating room to reduce swelling at the implant site. The patient was experiencing diaphragmatic stimulation and the physician elected to repositioned the lead to reduce the diaphragmic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.